Manufacturer narrative:
. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump would not flow when used in conjunction with a clearlink continu-flo solution set and subsequently the patient became medically unstable. During a bronchoscopy in the intensive care unit (ICU), the patient was on a fentanyl drip due to being on extracorporeal membrane oxygenation (ECMO). The nurse was giving a bolus to the patient and ¿drips were falling in the IV set drip chambers but, the bolus was not going to the patient¿. The nurse then had to push another IV syringe bolus of fentanyl since the patient was ¿quickly becoming unstable¿. The patient stabilized after receiving the bolus. When the tubing set was removed from the pump, ¿it appeared crushed¿. The biomed technician inspected the pump and noted no events in the infusion history and the pump delivered the medication correctly. No further information was available at the time of this report.